Manufacturer narrative:
Concomitant medical products: product ID: model-1407ca; controller/con212410; expiration date: 31-may-2017; mfg. Date: 2016-05-31. Product received on : (B)(6) 2017. It was reported that the patient presented to the hospital with anxiety and that the display on the controller was blank. Two controllers (con191348, con212410) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the con191348's manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies. Failure analysis of the returned con212410 revealed that the device passed visual inspection and functional testing. Failure analysis of the returned con191348 revealed that the device passed functional testing. External visual inspection of con191348 revealed a loose power port 1 and serial port connector. This is an additional observation not related to the reported event. Based on an investigation the manufacturer has opened with the supplier to evaluate loose component. The most likely root cause of the reported loose controller ports can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. During testing, the controller was exposed to temperatures between 30°c to 40°c to determine if the controller would still display all parameters during higher environmental (ambient) temperature conditions. No anomalies were observed. Internal inspection revealed no anomalies that may have compromised the display functions. As a result, the reported event could not be confirmed; the controller's display functioned as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Brand name: heartware® ventricular assist system - controller 1.0, serial - (B)(4) / model number 1407ca / expiration date: 31-may-2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with anxiety and that the display on the controller was blank. The controller was connected to the monitor and it was observed that the ventricular assist device (vad) was operating at expected parameters and no alarms were noted in the device history. The controller was exchanged without issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.